Manufacturer narrative:
On november 20, 2020, mentor became aware that patient experienced bilateral capsular contracture; baker grade unknown, and left side breast implant rupture. Patient experienced cosmetic breast deformity, and hypomastia. Health effect clinical code "capsular contracture" has been added to field h6 on this form. On november 23, the mentor failure analysis lab received the device for evaluation. On december 10, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device and extending to the posterior view, consistent with a crease/fold. A tear was also observed within the crease/fold on the posterior view, measuring approximately 1.8 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implants on both sides and experienced bilateral with breast implant rupture postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3504751bc; serial number (B)(4) on the left side and with catalog number 3504751bc; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s left-sided device.